Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake during therapy. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin 2 grams, (frequency and route not reported), ceftazidime 1 gram (frequency and route not reported) and heparin 2 milliliters (frequency and route not reported) injections for the peritonitis. It was unknown if the patient had recovered from the peritonitis. Additional information was requested but is not available.